Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted for a procedure on (B)(6) 2021 on system sk2498. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use sureform 60 stapler pn: 480460-09 // ln: k91210113-0216 // sn: (B)(4), blue reload pn: 48360b, and green reload pn: 48360g were recorded in use. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. Additionally, an isi advanced failure analyst (afa) engineer conducted a stapler log review and found the following: the sureform 60 stapler pn: 480460-09, lot k91210113-0216 fired 5 reloads (2 blue, and 3 green) and there were no stapler related errors during this procedure. There were no known/recalled system errors. There was no report of an unclamping issue, no report of a reload stuck on tissue, and no report of missing staples. There was no report of tissue push, blade error, or malformed staples. While there is no evidence of a product issue that would be classified as a reportable malfunction, the described event does meet the criteria of a reportable adverse event. The surgeon allegedly stated that they could have used buttress material and that a reoperation may not have been necessary since there was no active bleeding and a clot had formed. However, there was a report of an estimated two liters of blood loss post-operatively for which a four unit blood transfusion was administered and a second procedure was performed to resolve. At this time, root cause of the post-operative bleeding is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Full product information was not available, the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was initially reported that after a successfully completed da vinci-assisted sleeve gastrectomy procedure on (B)(6) 2021, a second, laparoscopic, procedure was performed on (B)(6) 2021 due to ¿excessive bleeding from the staple line¿. The second laparoscopic surgery completed without incident and the patient was reported as ¿recovering well without any complications¿. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: after a successfully completed da vinci-assisted sleeve gastrectomy procedure on (B)(6) 2021 on a male patient, a second "exploratory laparoscopic procedure" was performed by the same surgeon on (B)(6) 2021 because of suspected "staple line bleeding" causing post-operative abdominal pain. The surgeon alleged an estimated two liters of blood loss for which a four unit blood transfusion was administered prior to the second procedure. The surgeon allegedly suspected post-operative ¿bleeding from the staple line¿ from the initial procedure where a sureform 60 stapler instrument, with green reloads, had been used ¿toward the antrum¿. The surgeon commented at the end of the initial procedure that it was ¿a very dry staple line¿ and that there was ¿no need¿ to perform a leak test, given the dry staple line. Upon reoperating, the surgeon found that the staple line area had ¿visible and expected clotting¿, there was no observed active bleeding, and no medical intervention was required outside of ¿sucking out the long clot along the unbuttressed green staple line¿ and, ¿washing out¿ the area. The surgeon said that the staple line looked intact and no additional intervention was required. The second surgery completed without incident and the patient was reported as being discharged home on sunday (B)(6) 2021 and was doing well with no known complications.